Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided by medwatch: vascular access attempted a powerglide placement. They were unable to remove wire/needle after advancing the catheter. They attempted to then remove catheter and noticed catheter appeared broken just above hub. The catheter and wire/needle needed surgically removed at bedside. Once removed the catheter was found to be scrunched over wire/needle but purple tip intact. Unclear if this was an insertion procedure issue or a defective product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult catheter insertion was confirmed and appears to be related to the device use. Two photographs and a radiographic image were returned for evaluation of this complaint. The photographs showed the implicated 22g x 8cm powerglide with the device housing. In both photographs, the catheter was found over the needle. The catheter shaft was crumpled and bent in both photographs. There was a complete circumferential break in the catheter shaft just distal of the catheter luer adaptor. There was a coiled wire or fiber seen in one of the photographs which may be a damaged guidewire. Although hard to confirm due to the quality of the photographs, the tip of the catheter appeared appropriately tapered/formed. It could not be determined from the photographs if the tip of the catheter contained any damage. The radiographic image was a coned down view of the distal wrist. The guidewire had been advanced. The catheter tubing was being advanced over the needle and guidewire. The catheter tubing did not appear to be following a normal course of a vessel; it appeared that the tubing was not within the vessel. It is likely that advancement of the catheter outside of the vessel caused the reported difficulty during insertion. The damage seen to the catheter was likely secondary to the difficult insertion and/or device removal. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer 22g powerglide midline was placed, upon trying to thread the catheter it got stuck in the patient and needed to be removed by a doctor. This delayed care as the catheter was stuck in the patient's skin/vasculature and needed to be removed via obtaining an x-ray then a physician removed the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.